Event description:
(B)(6) with purchasing for (B)(6) medical center reported a leak from the needle-less port during administration of medication. The nurse who experienced the incident did not replace the set and continued use. There were no complications to the pt.

Manufacturer narrative:
(B)(4).